Event description:
It was reported that the right ventricular (rv) lead had a known fracture and it was stated that the device had previously been programmed to atrial mode only. A remote transmission showed high impedance on the rv lead and it was questioned why there was ventricular pacing when the lead should have been inactivated. It was found that the device had been programmed to managed ventricular pacing instead of atrial, so there was safety pacing on the rv lead. The device will be programmed to atrial mode to inactivate the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.